Event description:
It was reported that patient underwent 2nd revision approximately 8 years post initial implantation. The patient underwent staged revision procedures due to elevated metal ions and continued pain. During the revision, extensive necrosis consistent with adverse reaction to metal debris was noted. During the first stage all existing implants were removed, and a depuy spacer was placed with palacos cement. The second stage, performed approximately 2 months later exchanged the cement spacer for a new competitor spacer with palacos cement and cerclage wires were removed. One month later, the third stage occurred in which the spacer was removed and reimplantation occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D1: shell porous with cluster holes 50 mm. D11: item# 00771100710 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length lot# 60926658. Item# 00620105200 52mm replacement lock ring lot# 62911635. Item# 00801802803 femoral head sterile product. Do not resterilize. 12/14 taper. Lot# 62542670. Item# 00633405028 constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She lot# 62373105. Additional MDR reports were filed for this event, please see associated reports: 0001822565 -2019 - 03072. 0002648920 - 2019- 00542.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting revision surgery due to pain and recurrent dislocation. During the procedure, the acetabular component was noted to have excessive anteversion and the joint had extensive connective tissue necrosis. The patient underwent a second stage revision due to infection, elevated metal ions, and pain. DHR was reviewed and no discrepancies were found. Additional information does not change the final results of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b7; d11; g4; h2 concomitant medical product: 00633405028 ¿ trilogy liner ¿ 6347010106 unknown part ¿ head ¿ 2882417 additional information received does not change the final conclusions of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05101, 0001822565-2018-05102, 0001822565-2018-05108.

Event description:
It was reported patient was revised due to pain, swelling, elevated ion levels, infection and severe adverse reaction to metal debris. All implants were removed and replaced. Attempts have been made and no additional information is available.